Manufacturer narrative:
(B)(4) evaluation - no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that the patient received a cook (B)(4) on (B)(6) 2006 at (B)(6) in (B)(6) by dr. (B)(6), dr. (B)(6), and/or dr. (B)(6). It is alleged that the patient was injured without further explanation. The patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under evaluation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the patient received a cook gunther tulip on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. The patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating embedment and unable to be retrieved, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported "anxiety" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/06/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2006 via the femoral vein due to multiple trauma after motor vehicle accident. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2007. The plaintiff alleges that the device is embedded, that the device is unable to be retrieved, and anxiety.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a cook gunther tulip on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.